Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed. The field service engineer found that the magnet fell out of insep, hence replaced the insep to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer stated that this malfunction occurred while user trying to issue propofil medication and caused a 5 minutes of delay to the patient care. The user managed to get medication from another pharmacy. There were no adverse events or injuries reported based on this incident.